Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. Pd therapy was withdrawn during hospitalization. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available as the reporter declined to provide any further information.